Event description:
Customer's meter was not providing readings and did not appear to be wicking blood. Customer went into hypoglycemic coma around 3:00 a.m. Paramedics were called. Treatment was not described by caller beyond "intravenous".